Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of the patient. An endurant iis stent graft had been previously implanted in the patient. It was reported that a type ia endoleak was observed on a 3rd follow up CT approximately one month prior to the index procedure. As per the physician, the cause of the endoleak is possible due to an angulated neck. It was noted that 2 endoanchors were first deployed in the distally migrated endurant stent graft mainbody. After an aortic extension was deployed proximally in the mainbody stent graft to gain additional landing zone, a further 8 endoanchors were deployed in the proximal aortic cuff. The reliant balloon was then used to mold the aortic extension but it burst and could not be fully inflated. It was reported that to resolve the endoleak another aortic balloon was successfully used. As per the physician the cause of the balloon burst cannot be identified but physician suspects it was due to a product defect during manufacturing. No additional clinical sequelae were reported and the patient is fine.